Event description:
On (B)(6) 2013, a report was received from user facility describing an event "when draping the patient, the patient moved and the mayfield head clamp went from 60 pounds to 40 pounds. Checked pin sites for bleeding, took off clamp, and used new mayfield head clamp. No patient harm. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." This mayfield head clamp is not manufactured or supplied by ohio medical corp. In (B)(6) 2013, correspondence with (B)(4) we made the user facility aware that this device was manufactured by ohio medical instruments, not ohio medical corp. She apologized for the inconvenience and stated that the appropriate medwatch contact would be notified to perform a revision.

Manufacturer narrative:
Report submitted by ohio medical corp dated (B)(4) 2013 was erroneously marked as a follow up.